Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A buried / ingrown intestinal tube is a known complication of a j tube placement. Health effect clinical code of e2402 was chosen to capture the reported event. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). In (B)(6) 2026, the patient reported that the inner tube was retracting and flushing goes well. It was reported that the inner tube had been retracting inwards for a few weeks and had immediately retracted during a home visit. A new external fixation plate was placed and the patient had vague abdominal pain. The patient seen a physician who suspected ingrowth of the intestinal tube or bulk food residues on the pigtail (bezoar) and ordered gastroscopy. Additional information was received on (B)(6) 2026 in which the patient was admitted for an endoscopy due to a buried intestinal tube. The peg-j tubes were removed in collaboration with the gastroenterologist. It was reported that the internal tube was causing significant traction and pain and was detached from the external tube (peg) and will pass out through a bowel movement. The insertion site (stoma site) was covered with a bandage and the patient was discharged home. The patient discontinue duodopa lcig therapy and was switching to subcutaneous duodopa.